Event description:
When the defibrillation electrodes were placed on the patient, no electrical activity was present. The electrodes were not charged. The crew had backup defibrillation paddles and was able to shock the patient with little delay. The electrodes were again checked at the fire station but no reading was obtained. No additional information was provided to ballard medical regarding the patient status. Ballard medical products has no first-hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.